Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for pre-dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was simply and completely removed from the patient and the procedure was completed with another coyote balloon catheter. No patient complications were reported.